Event description:
It was reported that the patient's lead migrated which was confirmed with imaging. The patient underwent a lead replacement procedure during which, the physician noted that the lead also had a slight crimp. There were no reported complications postoperatively. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient's lead migrated which was confirmed with imaging. The patient underwent a lead replacement procedure during which, the physician noted that the lead also had a slight crimp. There were no reported complications postoperatively. No further information could be obtained despite good faith efforts. Additional information was received that the patient was doing well postoperatively. The explanted device was retained by the medical facility.

Event description:
It was reported that the patient's lead migrated which was confirmed with imaging. The stimulator was not covering the patient's pain well, even when increasing the stimulation levels. The patient underwent a lead replacement procedure during which, the physician noted that the lead also had a slight crimp. There were no reported complications postoperatively. No further information could be obtained despite good faith efforts. Additional information was received that the patient was doing well postoperatively. The explanted device was retained by the medical facility.

Manufacturer narrative:
Correction to the initial and follow up 1 MDR in blocks b1, b5 and h6.